Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. Device evaluation: the evaluation of the pump confirmed the presence of thrombus. Visual inspection of the proximal side of the outlet stator revealed a red and white thrombus formation surrounding the bearing ball and partially occluding the blood flow path. The deposition did not appear to contain areas of denaturation or laminated layering and the rotor did not reveal evidence of circumferential contact marks, suggesting that this deposition was not present for an extended duration while the pump was supporting the patient. However, if the deposition was present while the pump was supporting the patient, it could have contributed to a flow or functional issue. A specific origin for this deposition could not be conclusively determined through this evaluation. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the investigation of the pump, a deposition was observed in the outlet stator.